Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in segments. Lead body damage was noted, including cuts and tears in the insulation, missing insulation, and a stretched conductor coil. Calcification and body fluid/tissue infiltration were also noted on the lead body, including covering much of the proximal coil. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Detailed analysis revealed that the is-1 terminal molding containing the proximal seal rings was found to be lifted from the polyetheretherketone (peek) and folded back on itself. Due to the lifted and folded back insulation on the is-1 terminal molding, it is likely that the terminal pin did not get completely seated into the is-1 header. Visual inspection shows that the set screw mark from the device on the is-1 terminal pin is proximal of midway on the terminal pin. A set screw mark in that location may indicate that the lead was not fully inserted into the device header at the time of implant which can lead to poor/intermittent contact between the device springs and the is-1 ring of the lead. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the noise.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited intermittent noise oversensing which caused unnecessary shock therapy delivery. A procedure was done to explant the device and rv lead. No additional adverse patient effects were reported.